Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation for evaluation since it is implanted; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Two possible lots have been identified for the device 0ml70724-01 and oml70618-02. A review of the device history record (DHR) was performed don these lots; no anomalies were noted. A search of the complaint database of similar complaints was conducted; no additional complaints have been recorded for these lots. The august 2007, 15-month mid-ureteral slings complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.

Event description:
Boston scientific corporation became aware of this event through documentation initialized by the patient. The complainant indicated that post hysterectomy procedure she had an advantage sling system placement in 2006. The complainant suffered from discomfort when the sling was touched (actual event date is not known). Post procedure, on eight days later, the physician trained the mesh. According to the complainant the physician stated "the edge of the sling was stiff and frayed and went through the vaginal wall". The complainant continued to experience discomfort from the sling placement and required additional trimming of the mesh, which occurred in 2007. The complainant states that she is still suffering from discomfort and the physician recommended that another trimming of mesh procedure may be required. The complainant is following up with the physician for potential further treatment.